Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Laboratory analysis summary the device related to the reported event rupture and crease folding of implant was received on march 26, 2024, with lot number 3172872. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. ¿ crease folding of implant: observed creases on the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional further reported "radial folds¿. MRI confirmed events. Device has been explanted and replaced.